Manufacturer narrative:
Updated field - d9, g3, g6, h2, h3, h6, h11 the mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis - the depot technician ran the unit in two burn-in tests. The unit failed to power up after the second burn-in. During the evaluation, the turret failed the retention test, and the power supply (psu) stopped working. The turret and the psu were replaced, evaluation and function test were performed, and the mlx passed all the tests. This described failure has been addressed by corrective action for issues relating to power supply, hard start issues, and early-life failure of the lamp module. Root cause - the probable root cause for this is that the specified kilovolt trigger from the power supply unit was less than the minimum required by the lamp. The power supply unit was replaced with an alternative power supply unit which is compatible with the lamp.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the light of the mlx 300w xenon lightsource (00mlx) was "coming on and off while in use, like there was a faulty connection." It was reported that the light burnt through the surgical drapes and blanket. There was a surgical delay of less than 15 minutes. No patient injury or death was reported.